Event description:
Olympus medical systems corp (omsc) was informed that during a therapeutic colonoscopy polypectomy procedure, a loop was tightened around a polyp as a preventive measure for hemostasis. The user reportedly attempted to cut an excessive portion of the loop, however, the loop was said to have become stuck in the tip of the subject device and could not be released. The facility reportedly cut the insertion portion of the subject device near the handle and withdrew the endoscope. After the re-insertion of the endoscope, the facility reportedly cut the loop using another loop cutter. It was reported that the loop could be released from the subject device and there was no pt injury regarding this event.

Manufacturer narrative:
The user commented that the excessive loop portion might not be plumb for the blade of the subject device. The subject device was returned to omsc for evaluation. The evaluation confirmed that the loop stuck in the tip of the subject device and the one end of the loop slipped out from the loop hanger. There were no other abnormalities related to the phenomenon in the subject device. The fs-5q-1 instruction manual already states; warning: do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which would make it difficult or impossible to remove from the pt. In this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope and cut the loop with a spare loop cutter. This report is being submitted as a medical device report in an abundance of caution.